Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with a blood glucose reading of 488 mg/dl. The customer had not treated his blood glucose levels, and had received eight no delivery alarms. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the caller declined to conduct the high pressure test at this time. Nothing further was reported.